Event description:
On (B)(6) 2019, the customer reached out to medela's "ask the lc" online service, indicating that her baby didn't latch properly at birth and at the hospital she was placed on a symphony breast pump, but she experienced low milk supply while struggling with breast shield sizes. The 24 mm were too small, as her nipples crushed against the sides, and the same was true for the 27 mm. She bought 36 mm, but with such a jump from the 27 mm, her areola was drawn in too far, which was not a pleasant experience. When she left the hospital, she rented a symphony breast pump at home, but could get no more than 30 to 40 ml of milk from her right breast, while the left yielded not more than 5 to 10 ml. She continued using the 36mm breast shields, until she got mastitis one month previously, for which she was prescribed antibiotics, which she had since finished taking. She further indicated that she stopped pumping at the time. However, after discovering medela's breast shield sizing guidance and applying it, she determined that she was a size 24 mm and ordered a pair of the 24mm personal flex shields. She is currently interested in relactating and contacted "ask the lc" for advice related to the process of relactation.